Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issue could not be verified, the occlusion alarm issue was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the number "2" does not illuminate on the pump. The customer's blood glucose level was 181mg/dl. Additionally, it was reported an occlusion alarm occurred. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. The customer reported manual injections would be used for insulin therapy.